Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #2 r-cem; cat# 5510f202; lot# r2j4j. Triathlon prim cem fxd bplt #2; cat# 5520b200; lot# r7h4t. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported by the sales representative that patient came to clinic with an infected right knee. Surgery was done on (B)(6) 2023 by dr. Tai cheh chin in admc. Infected reason unknown. Surgeon intends to remove implants and and put cement spacer for revision surgery on (B)(6) 2024. Update: surgeon only explanted the insert. And replaced with a new one. Infection doesn't look like from the implant side.